Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune reaction from essure") in a 44-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). In 2007, the patient experienced autoimmune disorder (seriousness criterion medically significant). In 2014, the patient experienced allergy to metals ("nickel allergy"). In 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), dyspareunia ("dyspareunia"), depression ("depression"), hypersensitivity ("allergic reactions") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of essure coil). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain and migraine was resolving and the autoimmune disorder, fatigue, alopecia, dyspareunia, depression, weight increased, hypersensitivity, vaginal haemorrhage, menorrhagia, allergy to metals, headache, tooth disorder and dysmenorrhoea outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Gynaecological examination: on an unknown date: findings: uterus, tubes and ovaries: normal bilateral essure coils visualized after removal and appeared to be complete upon inspection. Ultrasound scan: on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received:event vaginal bleeding,menorrhagia,allergy to metal,autoimmune disorder,headache,tooth disorder,dysmenorrhea added. Outcome of event pelvic pain,migraines added as recovering. Reporters,medical history added and case got medically confirmed yes. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune reaction from essure") in a 44-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). In 2007, the patient experienced autoimmune disorder (seriousness criterion medically significant). In 2014, the patient experienced allergy to metals ("nickel allergy"). In 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), dyspareunia ("dyspareunia"), depression ("depression"), hypersensitivity ("allergic reactions") and headache ("headaches") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes describe: hormonal imbalance"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of essure coil). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain and migraine was resolving and the autoimmune disorder, fatigue, alopecia, dyspareunia, depression, weight increased, hypersensitivity, vaginal haemorrhage, menorrhagia, allergy to metals, headache, tooth disorder, dysmenorrhoea and hormone level abnormal outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Gynaecological examination - on an unknown date: findings: uterus, tubes and ovaries: normal bilateral essure coils visualized after removal and appeared to be complete upon inspection. Ultrasound scan - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-mar-2019: pfs received- new event hormonal changes describe: hormonal imbalance were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), dyspareunia ("dyspareunia"), depression ("depression"), weight increased ("weight gain") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (to remove essure ). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, alopecia, migraine, dyspareunia, depression, weight increased and hypersensitivity outcome was unknown. The reporter considered alopecia, depression, dyspareunia, fatigue, hypersensitivity, migraine, pelvic pain and weight increased to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.